Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using humulin u- 500 insulin. Technical support informed customer of using off label insulin. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.